Event description:
It was initially reported that the patient had high impedance with normal and system diagnostics. X-rays of the patient chest ap and lateral were reviewed by manufacturer, which did not show any gross lead fractures or anomalies on the visual portions of the lead. However, there was a small portion of the lead behind the generator, which could not be assessed. The md does not feel that there was any manipulation or trauma that may have contributed to the high impedance. There are no interventions planned at this time, and md is pending review of options.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.